Manufacturer narrative:
The pdm was returned for eval. Upon physical inspection, the negative clip on the right battery was found to be pushed into the housing. This, however, did not affect the functionality of the device (contact was made with a battery when inserted). The pdm powered on as expected and advanced to the menu screens as designed. No significant alarm codes were found in memory and no problems were noted in the battery log. The pdm turned on and off several times using the keypad and also by removing and reinserted batteries. The power-on function through the bg port was also tested - a test strip was inserted into the bg port while the pdm was off, and the device powered on as intended. The backlight time-out setting was also tested (the pdm timed-out in 60 seconds when programmed to do so). In addition, the backup battery was found to charge as expected. Based on investigation results, no problems were found and the pdm functioned as designed. The device powered on and off normally in all tests performed. A pdm malfunction, therefore, would not have been a contributing factor to the customer's dka and subsequent hospital visit. A review of lot qualification records was performed and the lot was found to have passed the acceptance criteria. Note: the omnipod user guide advises customers to prepare an "emergency kit" which includes add'l pods and an add'l blood glucose meter (among other items). The customer reported that she "does have a back-up method to deliver insulin."

Event description:
The customer reported that her pdm "was not turning on" and, because of this, she was "not able to manage her diabetes." As a result, she experienced dka and went unconscious; she was hospitalized for a week. When she "came to," she noticed that "the pdm's battery door was missing" and "didn't know what happened." The customer does have a back-up method to deliver insulin. The pdm will be returned for eval.